Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and found that it was gasket issue. The unit was replaced with a new gasket by the fse. The unit is ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) helium tank leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and found that it was gasket issue. The unit was replaced with a new gasket by the fse. The unit is ok.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.